Event description:
It was reported that the right atrial lead had no capture, the right ventricular lead had high threshold, and the device had unexpected longevity. The leads were capped and replaced; the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 4968-25 lead, implanted (B)(6) 2005. (B)(4).